Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified. The event can be prevented by following the instructions for use which state: "chapter 3 preparation and inspection, section 3.3 inspection of the endoscope and section 3.8 inspection of the endoscopic system. [Inspection of the endoscope] - inspect the air/water nozzle at the distal end of the endoscope for any irregularities such as abnormal swelling, bulges, and dents. [Inspection of the objective lens cleaning function] inspection of the water feeding function 1. Cover the spray valve hole with your finger. 2. Depress the valve all the way (till the 2nd step) and confirm that water flow is observed in the entire endoscopic image." Olympus will continue to monitor field performance for this device.

Event description:
An olympus employee reported on behalf of a customer, a product return asset (gastrointestinal videoscope) switch button 2 experienced an air leak. There were no reports of user or patient harm associated with this event. During incoming inspection, there was a foreign object clogging the nozzle due to insufficient cleaning. This medwatch is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed. Due to a scratch on switch button 2, water tightness was lost. In addition to evaluation in report, due to wear of angle wire, bending angle in up direction did not meet the standard value. Due to wear of angle wire, the play of up/down knob is out of the standard value. The adhesive on bending section cover had a chip. The switch box had a scratch. The objective lens had discoloration. The protector of universal cord on scope connector side had a scratch. The scope connector cover unit had a scratch. The lock engagement lever had a scratch. The lock engagement knob had a scratch. The up/down knob had a scratch. The right/left knob had a scratch. The scope cover had a scratch. The scope connector had a scratch. The universal cord had a scratch. The grip had a scratch. The suction cylinder was shaved. The control unit had a scratch. The plastic distal end cover had a scratch. Due to dirt on objective lens, there was a lack of image on the monitor. Reprocessing of subject device: the customer was able to clean, disinfect and sterilize the subject device prior to sending it to olympus. User facility does not know when foreign object adhered to the scope. There was no delay between the end of clinical use and the start of pre-cleaning. The air/water nozzle was flushed with water and air. There were no abnormalities in the accessories used for reprocessing. The endoscope was not immersed in a detergent solution. The air/water nozzle was wiped/brushed with clean lint-free cloths, brush, or sponge. The air/water nozzle was flushed with a detergent solution. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.